Event description:
The customer reported that he had an empty reservoir and received a no delivery alarm. The customer's blood glucose level was 173 mg/dl. The customer was advised to run a manual prime, but it was not completed because his reservoir was empty. The customer mentioned being admitted to a hospital, but it was confirmed that it was not related to the insulin pump. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.